Manufacturer narrative:
The complaint device was not returned to stryker sustainability solution (sss) for an evaluation therefor, the reported issue could not be substantiated and a conclusive root cause could not be determined. Typically, broken blades are a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use (i.e. End user technique contrary to the IFU). The lot number was not provided either so information such as manufacture date and expiration date are unknown. The instructions for use (IFU) for reprocessed ultrasonic scalpels states: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." "Avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿ the device history record for the reported device could not be reviewed since the lot number was unknown. However, all scalpels are visually inspected and function tested prior to leaving sss. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.

Event description:
It was reported that during a procedure using an ultrasonic scalpel, the device had the tip fall off. The patient had to be opened up to retrieve the piece.